Event description:
It was reported the patients blood glucose level rose to 449 mg/dl while wearing the pod longer than 48 hours.

Manufacturer narrative:
Investigation of the returned device found damage to the external cannula. The cause and timing of this damage could not be determined. No other problems were found with the pod that would cause failure to properly deliver insulin.